Manufacturer narrative:
This patient received bilateral tmj implants in (B)(6) 2015. The patient had continued pain and swelling on the left side, and on (B)(6) 2018, the patient had a debridement surgery (reference MDR #2031049-2018-00044) at which time the surgeon took tissue samples for microbiological testing. The results showed growth of p. Acnes. The surgeon removed the left tmj devices on (B)(6) 2019 and is planning on placing revision components at a later date.

Event description:
The patient's left tmj devices were removed due to infection.